Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the caller was getting poor communication. The caller stated they had already replaced the programmer batteries but needed some instruction on how to use the programmer. Troubleshooting did not resolve the issue and the patient was sent a replacement programmer. On (B)(6) 2019 the caller reported they received the replacement programmer and they were still getting the poor communication screen with and without the antenna. The caller was redirected to the patient¿s healthcare provider. On (B)(6) 2019 the caller reported they met with the patient¿s healthcare provider and they determined it was the ins and they were having it replaced on monday. The caller stated something was wrong with the ins and it had been that way for a few days, the caller didn¿t know exactly what the issue was. No patient symptoms were reported. No further complications were reported.